Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the anatomy and due to imaging quality. The clip was implanted successfully. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted to stabilize the slda clip and mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the slda was due to challenging patient anatomy. The poor imaging resolution was due to the patient anatomy and due to imaging quality. The additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.